Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units power cord could not be pulled out of the machine. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (event site state-zz, event site postal code-74120). A getinge field service engineer (fse) was dispatched to evaluate this unit, and cable winder removed and rearranged the cable. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a